Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a watchman procedure, externalized conductors were observed on the right ventricular lead. The lead was explanted and replaced. Patient was in stable condition at all times.

Manufacturer narrative:
A partial lead with the connector pin measuring 11.3cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.